Event description:
It was reported that the customer was receiving constant false altitude alarms and faced issues with the cartridge not locking in place. There was no adverse impact to the customer's blood glucose level. Technical support was prompted to perform follow-up actions to assist the customer in troubleshooting the problem.